Event description:
It was reported to philips that the system's emergency stop was active, preventing the c-arm from moving. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was canceled. A philips field service engineer (fse) visited the site, checked the logfile and confirmed the emergency stop active and power and control unit (pcu) power error. The fse solved the issue by re-seating the pcu power cable. After re-seating the pcu power cable and a cold restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.